Event description:
It was reported that the lead was capped 84 months after the implantation due to oversensing and inappropriate shocks.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. The inspection of the available iegms revealed the presence of noise in the right ventricular and farfield channels, which led to at least 127 charging cycles with a large amount of shock deliveries on (B)(6) 2019. The data further documented that the eos battery status was activated on (B)(6) 2019 at 06:52pm. The current consumption of the device as well as the amount of charge taken from the battery was inspected and proved to be normal. The eos status was anticipated. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned device data revealed no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.